Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon became separated. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, when the blue cover was removed, resistance was felt and it was noted that the balloon got separated. The procedure was completed with another of same device. No patient complications were reported.